Event description:
The customer reported that the system intermittently performed an uncommanded system shutdown. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply and power cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.